Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an unknown error code. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.